Event description:
The catheter broke while indwelling.

Manufacturer narrative:
The sample was received 2007, and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.